Event description:
It was reported by the rep that during a laparoscopic cholecystectomy procedure, the device was fired on the cystic duct, locked onto tissue and the handles had to be pried open to release the device. There was no tissue damage. Another device was used to complete the procedure. No adverse consequences reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.